Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that there were two cracks in the pump case along the battery compartment this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings: evaluation revealed that there were multiple cracks at the top of the battery compartment and near the pump case seal. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading lettering.